Event description:
Boston scientific received information that this patient presented to the emergency room stating he was receiving shocks. The patient stated he was not symptomatic prior to receiving the shocks. A review of the device noted many non-sustained episodes with therapy over the last 72 hours and before. Noise was noted on the rate/sense portion of the competitive right ventricular (rv) lead which resulted in the inappropriate therapy. Additionally, there was a decrease in r-wave measurements and an increase in pacing impedance measurements. A fracture of the rv lead was noted. This lead was programmed off. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.